Event description:
I had hot lasik eye treatment to correct macular degeneration (per eye doctor), the procedure was so painful I pulled away often and he could barely do my right eye. Now after getting an eye check up, my left optic nerve is damaged and the right eye I pulled away from preventing completion of the treatment is not so damaged. Now borderline glaucoma. I never went back. I thought the number was too high on the machine. I noticed it was on 300 degrees.